Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient was in a motor vehicle accident and afterwards, the patient was shocked multiple times inappropriately. The shocks were due to t-wave oversensing with noisy signals. Smart pass was also disabled. The device was evaluated and the patient had gone home. No adverse events related to the device at this time. According to additional information, this device was explanted at the scheduled generator change out procedure for normal battery depletion (nbd). Another s-ICD was successfully placed. No adverse patient effects were reported outside of the elective replacement procedure. This product has been received by boston scientific and a full investigation will be performed.

Event description:
It was reported that this patient was in a motor vehicle accident and afterwards, the patient was shocked multiple times inappropriately. The shocks were due to t-wave oversensing with noisy signals. Smart pass was also disabled. The device was evaluated and the patient had gone home. No adverse events related to the device at this time.